Event description:
This case was reported by a consumer and described the occurrence of blistering of mouth in a female pt who received gsk denture adhesive (formulation unk) (super poligrip) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started gsk denture adhesive (formulation unk). At an unk time after starting gsk denture adhesive (formulation unk), the pt experienced blistering of mouth and unwell. At the time of reporting, the outcome of the events was unk. Follow up info was received on (B)(4) 2012, via a legal complaint. The pt experienced high zinc, low copper, and neuropathy. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).